Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in (B)(6) 2013 and reported being completely happy with the results of the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.